Manufacturer narrative:
Device evaluation: lens was returned in liquid in a lens container. Visual inspection found no visible damage to lens and clear surgical residue/debris on product. (B)(4).

Manufacturer narrative:
The lens was implanted on patient's left eye (os) on (B)(6) 2017. Lens remains implanted. Additional information and corrected: the lens was implanted on patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged for a shorter lens, and the problem was resolved. Additional patient code (B)(4) (new incision): no code available (secondary surgery, lens exchange). (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Conclusion: off label use (below 21 years of age at the time of implant, lens implant in a pseudo phakic eye). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -14 diopter, in the patient's left eye (os) on (B)(6) 2017. According to the surgeon the patient experienced excessive vaulting because the lens was implanted in a "pseudo phakic eye". The patient also experienced elevated iop. The shorter lens was already ordered and scheduled to exchange. As of the date of MDR submission, the lens remains implanted.